Event description:
The customer reported that the g5 bedside monitor (bsm) is not responding to touch. The bsm was rebooted - no change. After rebooting he also tried calibrating the touch screen. The g5 would immediately go to calibration and failed instead of allowing him to at least attempt to calibrate. No patient harm was reported.

Manufacturer narrative:
The customer reported that the g5 bedside monitor (bsm) is not responding to touch. The bsm was rebooted - no change. After rebooting he also tried calibrating the touch screen. The g5 would immediately go to calibration and failed instead of allowing him to at least attempt to calibrate. No patient harm was reported. Investigation conclusion: the unit was evaluated and the complaint was duplicated. The cause was determined to be hardware failure of the touch panel or the internal wiring for the touch panel. Additional device information: d10 concomitant medical device. Bedside monitor: model: bsm-1733a. Sn: (B)(6). Additional information: b4 date of this report. D9 device available for evaluation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The customer reported that the g5 bedside monitor (bsm) is not responding to touch. The bsm was rebooted - no change. After rebooting he also tried calibrating the touch screen. The g5 would immediately go to calibration and failed instead of allowing him to at least attempt to calibrate. No patient harm was reported.

Manufacturer narrative:
The customer reported that the g5 bedside monitor (bsm) is not responding to touch. The bsm was rebooted - no change. After rebooting he also tried calibrating the touch screen. The g5 would immediately go to calibration and failed instead of allowing him to at least attempt to calibrate. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device. Bedside monitor, model: bsm-1733a, sn: (B)(6).